Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 575 mg/dl. The customer stated that she had been experiencing high blood glucose levels for several weeks due to stress, and believes that the stress may have contributed to the elevated blood glucose levels. Reviewed the settings with the customer, and they were all correct. Nothing further was reported.